Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 19 nov 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 24 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening, and history of infection. The surgeon indicated the tibial component was loose, and revised. He noted the patella was intact and not loose, it is unknown if the patella was revised. The surgeon offered no complaints regarding the femoral component, though it was revised. The surgeon reported knee aspirate showed no bacteria and no bacteria growing in the gram stain. Unknown components were implanted in the revision, and there were no complications to the surgery reported. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (lt knee).